Manufacturer narrative:
The used sample was returned for evaluation. Visual inspection observed the inflation line tube fully detached from the pilot balloon. Bonding between the inflation line and pilot balloon found a diagonal cut on the inflation line and evidence of residue marks. These characteristics suggest that the inflation line had been bonded to the pilot balloon before disconnection. It is unknown how long the product was in use. Causes for the failure could include insufficient solvent resulting in a weak bond to the pilot balloon or user applying an excessive amount of stress on the inflation line resulting in the detachment from the pilot balloon at the bonding area. Unable to determine a definitive root cause.

Event description:
The user facility reported that the tracheostomy tube was checked for leaks prior to intubation and no leaks were detected. After an unk amount of time in use, cuff leakage was observed. No adverse effects to the pt were reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.